Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx implant is being removed and wanted to know if they can use bipolar cautery around the linx. Erd clinical provided the needed information. Linx was being removed due to patient previously reported complaint for dysphagia. Customer was in the or and did not provide patient info.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022. Investigation summary: a 14-bead linx device with one cut wire due to explant procedure was returned for analysis. During the device analysis, the device was stretched to clean and visually assess the links. One weld ball disconnected during the inspection of the device. This junction was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case through-hole at the separation was measured which was greater than the specification. The male bead case through-hole was non-concentric with small amount of material displacement on the outer edge of the through hole. The overall appearance of the surface of the male bead case didn¿t exhibit gross loss of shape. The top view of the exposed weld ball diameter was measured and was within specification. The weld ball was concentric with respect to the wire. The oos condition on the male bead case through hole didn¿t contribute to the patient¿s experience since the device links were intact, except for the cut wire, when received at the analysis site and the complaint doesn¿t allege device discontinuity (e.g., no x-ray images of the device in vivo showing discontinuity). The link length and tensile force measurements were found to meet the applicable specifications during device analysis. A manufacturing evaluation was performed for the finished device batch number 8163 batch number, and no non-conformances were identified. Lot 8163 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2022.

Manufacturer narrative:
(B)(4) date sent: 7/7/2022. Additional information received: healthy 52 yo male, initials sl. Recurrent gerd symptoms x ~2 years, did not follow up with hospital after linx implant until (B)(6) 2022. Demeester score of 23, positional reflux. Device successfully removed (B)(6) 2022, coordinator has device to return, waiting on kit. Coordinator is calling patient tomorrow and will provide an update on status.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes it was a positive ph study on what date did the implant take place? (B)(6) 2015. What is the product code for the linx device that was removed? Lxmc-14 what is the lot number of the linx device? Lot 8163 serial number (B)(6) when using the linx sizing device what technique was used to determine the size? Standard way. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunosuppressive drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No dysphagia how severe was the dysphagia/odynophagia before intervention? Severe. Were there any intra-operative complications during implant? None. Was there any hiatal or crural repair done at the same time as the implant? No were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? Recurrent symptoms. Was the device found in the correct position/geometry at the time of removal? Yes.